Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to corroded battery tube and battery cap. Unable to confirm the motor error alarm due to blank display. Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and corroded motor home switch noted during visual inspection.

Event description:
Customer's husband reported a motor error alarm during a bolus. The blood glucose reading was 194 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.